Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The investigation determined the most probable cause of the reported issues were the pump downstream occlusion sensor and connection problems with the device tubing, but the reported issues could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable. It was silenced, reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Cassette replaced and alarm persisted. Again, cassette was removed and gently tapped cassette, and massaged tubing to disperse air bubbles in the line. Cassette was replaced and alarm persisted. Powered the pump off. Advised patient call clinic for further instructions. No patient injury. No additional information available.